Event description:
It was reported by the customer that the pyxis medstation es system drawer 3.2 and 3.3 failed drawers and cubies during narcotic inventory. The customer reported that this issue resulted in delay to patient care and user able to retrieve medications from other stations or from pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed drawers and cubies. A field service engineer replaced and configured the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that pockets failed. A field service engineer drawer replaced due to repeated failures,configured drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 3.2 and 3.3 fails when try to narcotic inventory . A customer has reported that users experienced difficulties in dispensing medication for a patient because of a malfunctioning drawer, while they were still able to retrieve medications from other stations. There were no adverse events or injuries reported based on this event.